Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corner, cracked battery tube threads, missing reservoir tube o-ring, cracked reservoir tube and stained address/serial number label.

Event description:
The customer reported via phone call for cosmetic damage. Blood glucose was unknown. Customer stated that there is a crack on top where the reservoir is screwed in/out. Customer stated that she was taking off the reservoir and she heard a click and saw that the pump had cracked on top where reservoir is screwed in and out. The insulin pump will be returned for analysis.